Event description:
Device complication: difficulty removing device. Time of complication: during procedure. Symptoms: none reported. During pta of a restonosis in an acculink stent (implanted 2005) one of the pta balloons ruptured and a fragment of the balloon wedged in the opening of the accunet impeding recovery of the net into the recovery catheter. The accunet was retrieved in the or by arteriotomy from the right femoral artery. The balloon ruptured after the second inflation past rated burst pressure. The doctor tried to pull back on the balloon but it was difficult to remove. The doctor finally pulled back the balloon; however, it separated. The filter could not be pulled in at this point, which required the doctor to perform surgery to retrieve the separated balloon and filter. There was no reported pt effect and no additional information available.